Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during surgery, they noticed that plunger didn¿t engage properly with the lens. Lens was not implanted. Additional information has been requested.

Manufacturer narrative:
Correction provided in d.4. The manufacturer internal reference number is: (B)(4).